Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump insulin was squirting out insulin during priming. Customer also stated that the insulin pump was unable to exit the load reservoir loop. Customer also stated they did not receive complete status on the screen of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.